Manufacturer narrative:
E1 initial reporter facility name: hospital (B)(6). A synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal to the distal stent region (apart from the first 4 distal stent strut rows) were lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks, stretched and bunched regions on the inner/outer shaft polymer extrusion. A break measured at 110 mm distal to the guidewire exchange port was also noted on the inner shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Patient presented with complex coronary artery disease. The target lesion was located in a coronary artery. After pre-dilation with a 2.0mm emerge balloon catheter at 10 atmospheres, a 2.25 x 24mm synergy ii drug-eluting stent was advanced but stuck with another bsc device. When the stent was removed to reposition, the stent mesh was noted to be twisted and elongated. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Patient presented with complex coronary artery disease. The target lesion was located in a coronary artery. After pre-dilation with a 2.0mm emerge balloon catheter at 10 atmospheres, a 2.25 x 24mm synergy ii drug-eluting stent was advanced but stuck with another bsc device. When the stent was removed to reposition, the stent mesh was noted to be twisted and elongated. The procedure was completed with a different device. No patient complications were reported and patient status was stable.